Manufacturer narrative:
Removal of balloon pieces is not labeled in the IFU. Balloon rupture is not labeled in the IFU. No product or images were returned to assist in the investigation. Per (B)(4), balloon burst, compliance, and fatigue verification testing performed ((B)(4)). Rbp of 11 atm is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 10 balloons per lot. Each device is leak tested and the balloon bonds are examined per quality control specifications. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. These detection activities will likely result in a very high probability of defection to prevent rupture. The complaint correspondence indicates that the device ruptured at 12 atm. The rated burst pressure of the balloon is 11 atm. The rbp is documented on the label and in the IFU for the device. The balloon likely tore circumferentially at a point of high constriction. The balloon catheter likely separated during removal, resulting in surgical removal of the fragments. The IFU recommends removing the balloon catheter and sheath as a unit if resistance is felt during withdrawal. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and was revised in response to this event. Based upon the conclusion, further risk mitigation is not required at this time.

Event description:
As reported to cook via telephone: the physician was performing an angioplasty in the left upper arm. The physician inflated to 12 atmosphere and the balloon burst. The balloon burst circumferentially and made retrieval difficult. The pt had to go to surgery to remove all the balloon pieces. Pt at the time of this report was doing well.